Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that the pt was diagnosed with an inguinal hernia at an unk urgent care clinic, on (B)(6) 2014. The sample was discarded and is not available for return. The lot numbers are unk. According to this nurse, no peritoneal dialysis treatments were missed, there was no reportable device malfunction, and there are no signs and or symptoms of peritonitis. As of (B)(6) 2014, the pt continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy and is waiting for his inguinal hernia repair surgery, which is scheduled for an unk date.